Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, arterial occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: bravo, b., rocha, c., bravo, l., carvalho, r., & joffily, l. (2021). Septal ulcer after nasal filling with hyaluronic acid. Journal of clinical and aesthetic dermatology, 14(1), 24-26.

Event description:
This literature report from (B)(6) concerns a (B)(6) year-old female patient. She was injected with hyaluronic acid, into the area of the nasal crest (intentional device misuse), as nasal filling, for aesthetic purposes. As reported, a needle was used. The patient was healthy. On the same day, after the treatment with hyaluronic acid, the patient experienced rhinorrhoea and mild burning in the nose. Then, one day after, she developed intense pain in the treated area and visited an emergency service, where a computed tomography scan was requested that showed no signs of sinusitis. She had normal blood test results and was medicated with oral prednisolone 40 mg/day, for five days. Despite that, she experienced worsening pain, which began to radiate to the upper alveolar ridge and dental arch. She was seen by an otolaryngologist, who diagnosed a septal ulcer through clinical examination and nasal endoscopy. The possibility of an adverse event after the hyaluronic acid injection became a hypothesis, and an evaluation by a dermatologist was requested. The physical examination showed no lesion on the skin, but there was a septal ulcer. It was further described as septal ulcer secondary to local ischemia post nasal filling, without skin lesions. The patient had no skin alteration. With the hypothesis of necrosis by arterial occlusion following injection of hyaluronic acid, a hyaluronidase treatment was proposed (2000 units dilution to 1ml of 2% lidocaine and 1ml of 0.9% nacl, totaling 1000 iu/ml). A total of 1000 units was delivered to three points around the ulcer with a 1-ml 30-gauge syringe. The patient reported an almost immediate improvement in her pain level and progressive improvement of the lesion over the following days. As reported, the patient showed total resolution. The outcome of the events was reported as resolved. In the opinion of the authors, it seemed that the patient was treated with an injection in the area of the nasal crest, progressing to show symptoms of local ischemia on the same day and, subsequently, an ulcer in the area of the septum. Based on her clinical presentation, the involved artery was probably the collumelar artery, a branch of the superior labial artery. These cases were usually well managed when diagnosed early. It was important to emphasize that a multidisciplinary approach was extremely relevant for early diagnosis and resolution of the ischemic condition. Follow-up information was received on 09-mar-2021: the reporter did not have access to that data and was not able to confirm the name, brand and type of the hyaluronic acid used, since the patient was treated by another professional. In the opinion of the reporter, it was not a merz product, but was not able to confirm. The outcome of the events remained unchanged.